Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the second anchor does not stay in place which conducts to a failure to implant the device. Use of another similar device to complete the procedure, no injury to the patient or significant time delay reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The device was received in used condition. T1, t2 and suture were not returned. The tip of the delivery needle is slightly twisted. Factors that can influence performance of the device include device ability, surgical ability, implant location and tissue condition. A functional test indicated that the device cycled and advanced. It is undetermined which factor contributed to stated complaint. Root cause was not confirmed.